Event description:
The customer reported that a nurse opened four syringes from lot 434168x to test them and on three the safety guard engaged smoothly over the needle as expected. However on one, the safety guard took more force to slide up and engage, it felt ¿stickier¿. It did not come apart from the syringe.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Two photos were received for investigation. The photos were evaluated but no defects were observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Without a physical sample, a more complete investigation cannot be performed to the full extent, and the reported condition could not be confirmed. As such, a root cause cannot be determined at this time. Process inspectors perform visual inspections and physical testing of the syringe assemblies throughout the manufacturing of the product. If problems were detected during the assembly process, non-conforming products would be identified and segregated. A corrective and preventative action is not applicable at this time. ¿we will continue to monitor related reports to determine if additional actions are necessary.